Event description:
It was reported that when a device was used during a laparoscopic roux-en-y procedure, the staples malformed. When the device was used to staple across the stomach, the staples did not form properly. The or time extended 20 minutes.